Event description:
It was reported the customer was hospitalized. The nurse reported each time the customer attempts to deliver a bolus the device alarms no delivery. Alarm has been reoccurring for about two months and customer has been hospitalized four times. Most recent was (B)(6). Customer did not recall the other two dates of the hospitalizations but thinks it might have been a month and half ago. Customer's current blood glucose was 362 mg/dl. Customer has been treated with manual injections at the hospital. Customer was advised to disconnect at quick release. A fixed prime was performed, insulin did not exit and the device alarmed. Before running the fixed prime nurse had removed the reservoir. Nurse was advised to rewind the device and prime. Customer did not have a plunger. Customer was advised to run manual and insulin did exit. Nurse was advised the device was working as designed. Blood glucose of plus 690 mg/dl was reported. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.